Event description:
During surgery when the new catheter was opened it was noted to be bent about 15 cm from the distal end. The catheter did not appear "normal" and the bend did not straighten out when taken out of the packaging as it usually does. The catheter was not implanted. There was no pt injury or adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter model 8709 lot# n238275003 showed that the bend in the catheter that was noted by the customer was verified. The bend in the catheter was due to a bend in the catheter's guidewire. There was an additional bend in the guidewire winding that was not noted by the customer. This may have occurred during the packaging of the catheter for return to the manufacturer. There was no anomaly or leaking seen in the catheter.